Event description:
A customer reported that her insulin pump was damaged after being bitten by her dog, resulting in punctures and cracks. The issue did not cause her blood glucose level to exceed 500 mg/dl, remaining within a safe range. Technical support arranged for a replacement pump with updated software to be sent to the customer, and provided instructions for using an alternate form of insulin therapy and putting the damaged pump into storage mode before returning it. The customer acknowledged these instructions and plans to use multiple daily injections (mdi) until the replacement pump arrives.